Event description:
At about 6 years 2 months after the primary, the patient came in reporting pain and the cause is unknown. The surgeon revised all components except the patella to revision components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 june 2024: lot 170447: (B)(4) items manufactured and released on 27-apr-2017. Expiration date: 2022-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved: batch reviews performed on 21 june 2024 gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 173642: (B)(4) items manufactured and released on 21-nov-2017. Expiration date: 2022-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot 171901: (B)(4) items manufactured and released on 21-june-2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.